Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of results. The customer removed the batteries and inspected the battery compartment. The compartment was clean and dry. The customer installed the old batteries and then performed a display check. The top of the "8" was missing a segment. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The display did not reflect missing or faint segments. The display shows no errors. The circuit board shows no contamination that could temporarily lead to the complained error.